Manufacturer narrative:
Device passed displacement test and selftest. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 (variable 3) was confirmed in the device history due to broken pin 6 trace (sda) on u1 keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer report via webform that the insulin pump had an audio loss issue. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed but did not resolve the issue. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.